Manufacturer narrative:
The report event of premature release was confirmed. As received, a catheter was returned in one piece with traces of blood at the valve area. Visual inspection found the tether knob was in aligned position, but the bullets were misaligned. X-ray examination found the release tether slipped from the release screw. The cause of the reported event was due slipped tether.

Event description:
Related manufacturer reference number: 2017865-2023-50548. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the delivery catheter prematurely released from the lp. The lp continued to be implanted successfully. The patient was in stable condition.